Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿bia-alcl.¿

Event description:
Healthcare professional reported via nbir right side ¿bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted and replaced.